Event description:
Customer reported having high blood glucose and leakage from the reservoir.

Manufacturer narrative:
Currently, it is unk whether or not the device may have contributed to the event as no product has been returned. No conclusion can be drawn this time. We, therefore, consider this report complete to the best of our knowledge.